Event description:
Related manufacturer reference number: 1627487-2019-06181, related manufacturer reference number: 1627487-2019-06182. It was reported that patient was not receiving effective stimulation. In turn, surgical intervention was undertaken wherein the whole scs system was explanted and replaced. Reportedly, effective therapy was restored post operatively.